Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (use after expiration) was due to the user error of not following steps as per instruction for use (IFU) by using expired device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report utilizing an expired device. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. Two mitraclip xtw's were implanted utilizing an expired steerable guide catheter. There were no patient consequences or clinically significant delay.